Event description:
A caregiver contacted global technical services (gts) regarding assistance with a system error (se) 2240 (air in line) alarm that appeared while using the homechoice (hc) unit during the initial drain. The home patient (hp) pressed go to start the therapy before connecting to the hc and was connected at the time of the alarm. Gts explained the se and had the caregiver cycle power. The hc then alarmed with a se 2367, and gts advised the caregiver to start over again using new supplies. Product surveillance contacted the hp's nurse. She stated that the patient notified the clinic of the system error, and was diagnosed with peritonitis on (B) (6) 2010. The nurse stated that she doubted it was related to the system error 2240, as the patient had admitted that they do not regularly wear their mask while setting up and performing therapy. The nurse stated she would review proper procedure with the patient this week. The nurse further stated that the patient was not hospitalized, and was treated in the clinic with antibiotics (route and regimen not reported). Global pharmacovigilance provided writer with the following information on 04/08/2010: the patient has a past medical history of end stage renal disease, secondary to multisystem failure and hypertension, and a feeding tube. The patient began ambulatory peritoneal dialysis (apd) therapy in 2009 (about 6 months ago). The patient was on dianeal pd4 ambuflex (18l/day) at the time of the report. The nurse indicated the patient was diagnosed with bacterial peritonitis on (B) (6) 2010. However, the patient was not hospitalized for the peritonitis. On (B) (6) 2010, the patient's effluent was analyzed, showing a leucocyte count of 4302cell/mm^3. An effluent culture and gram stain showed coagulase negative staphylococcus and the patient began treatment with vancomycin intraperitoneally on (B) (6) 2010. The cause of the peritonitis was related to the patient not wearing his mask and the patient was retrained. The peritonitis was unrelated to dianeal therapy. The nurse did not know the outcome for the event of peritonitis. On (B) (6) 2010, the patient was hospitalized for mental status change. The nurse did not know what treatment was given or what diagnostic work-up was done for this event. On either (B) (6) 2010 or (B) (6) 2010, while in the hospital for mental status change, the patient developed a gastrointestinal (gi) bleed. After developing the gi bleed, the patient went into respiratory arrest which caused the patient to go into cardiac arrest. The patient was placed on life support for the respiratory arrest and cardiac arrest. After being placed on life support, the patient experienced another cardiac arrest. A potassium level was drawn after the second cardiac arrest, and was found to be high. The nurse did not have any further information about other treatments given to the patient or diagnostic work-up performed for those events. The nurse stated that when he was first admitted to the hospital on (B) (6) 2010, the patient was performing peritoneal dialysis (pd) therapy, however when the patient developed the gi bleed, etc. The patient was transferred to hemodialysis. On (B) (6) 2010, the patient's wife decided to stop life support. At the time of the follow-up, to the best of the nurse's knowledge, the patient was still alive and in the hospital. The outcome for the events of peritonitis, gi bleed, cardiac arrest x 2 , high potassium and respiratory arrest were unknown. The nurse stated that the event of mental status change was not resolved at the time of this report. The nurse felt that maybe the patient's peritonitis might have caused the gi bleed since coagulase negative staphylococcus is a stomach bacteria. The nurse stated that the events of peritonitis, gi bleed, respiratory arrest, cardiac arrest x2, high potassium level and mental status change were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). There was no specific lot number identified with this event; however, a batch review was performed on two potentially associated lots (h09k23092 and h09l10063) with no issues noted. All components were acceptable and released. In process audits, inspections, and test results were within limits and acceptable. All procedures for packing and shipping were per requirements with no incidents noted that would indicate damage or other events that might result in damage or cause this type of issue.

Manufacturer narrative:
(B) (4). The actual sample was not available for evaluation.

Manufacturer narrative:
(B)(4). There is an ongoing CAPA investigation, (B)(4), associated with this report. The root cause will be identified/addressed through the CAPA.

Event description:
The following additional information was obtained from the patient's pd nurse: although the peritonitis was not resolved by the time patient passed away, the gi bleed was not related to the peritonitis. The patient had a history of gastrointestinal problems. The nurse also indicated that the patient had pulmonary problems, being a permanent tracheotomy patient. The nurse indicated the pulmonary problems were not aggravated by the patient's pd therapy. The patient was on life support without response, so the family decided to pull him from the life support and the patient passed away on (B)(6) 2010. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports several requests that failed to be processed through the phone list due to either the t-type rqueue record not having been queued or due to the rqueue record being deleted. Panic results should be sent to the phone list based on either stat_ route (pu=ploc+plist or p=ploc+plist) or stat_print = 3 in panel master. To date, ge has been unable to reproduce the issue. There was no reported patient injury associated with this event.

Manufacturer narrative:
(B)(4). In addition to peritonitis, a product problem did occur; system error 2240. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).